Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a history pointers failed error. The customer reported that they were able to clear the alarm but unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No history pointers failed and history pointers are corrupted error alarm noted during testing. However, corroded electronic assembly noted during visual inspection. Corroded motor assembly noted during visual inspection.